Event description:
It was reported by the health care professional (hcp) that the patient was complaining that the implantable neurostimulator (ins) was burning them. The hcp turned on the patient's stimulator in the office and the patient developed redness and irritation directly over where the ins was located. Impedance measurements were normal. It was unknown what caused the burning at the site. The patient would be scheduled for an ins replacement soon; however, the date was unknown. Relevant medical history is failed back surgery. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3587a, lot# la6311, implanted: (B)(6) 2003, product type: lead. (B)(4).